Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reporter alleges a bolus that patient did not do, a bolus of 3.95 units at 1:09am on (B)(6) 2014. Reporter also states that patient is entering all blood glucose results into the pump, but very few show in the download. Reporter alleges that the pump history is showing 2 different total daily does for the 7th and 8th of august. The download does not show this either. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories and black box indicated that the last basal delivery occurred on (B)(6) 2014 at 4:37pm, and there were several manual time changes observed on (B)(6) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The advanced features were found to be set to on and were functioning appropriately. Test boluses were performed and were recorded accurately in the pump history. The basal history was found to be recorded accurately during testing. The keypad buttons were tested and no hypersensitivity was found. The performed within required specifications during investigation; the complaint could not be confirmed or duplicated. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.